Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. MDR retracted as it has been reported on number 2938836-2013-02414.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company representative.

Event description:
It was reported that during the device upgrade, the set screw would not accept the hex wrench. The doctor looked for anything that might block the wrench from going into the set screw. The issue was not resolved.